Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-50, serial number: (B)(6), batch/lot number: 5001214 model/catalog description: infinion pro lead kit, 16 contact, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-50, serial number: (B)(6). Batch/lot number: 5002223, model/catalog description: infinion pro lead kit, 16 contact, 50cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was stable postoperatively. The explanted device was not returned.